Event description:
The surgeon implanted an aa4203tl toric silicone lens, but it tore while being inserted. The lens was not fully implanted and was removed with no patient injury. The facility stated it was unknown as to why the lens tore. The model and lot numbers for the injector and cartridge used were not provided by the facility.

Manufacturer narrative:
Evaluation results - (other): visual inspection of the product found the optic torn and one haptic torn off. There was evidence of surgical residue. Conclusions - (no conclusion can be drawn): the root cause for this event cannot be determined because the cartridge and injector were not returned.